Event description:
The dealer states the base frame is broken right above the weld on the right side by the user's knee. No information provided as to how it happened. The dealer states he thinks the weld has come loose which is the reason for the break. I advised the dealer we would treat as a warranty, but no guarantee that this will be covered.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.